Manufacturer narrative:
Additional information in section d10 - concomitant product and h4 - device mfg date the field service representative (fsr) inspected the instrument, performed trouble shooting, manually cleaned the cuvettes, and replaced the cc cuv dry tip which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c4000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the cc cuv dry tip did not identify any trends. Device history record review did not show any non-conformance's or potential non-conformance's for the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect c4000 processing module for serial (B)(6) or the cc cuv dry tip was identified.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 processing module for patient samples. The following data was provided (customer¿s reference range 1.6 - 2.6 mg/dl): initial result = 6.21 mg/dl, repeat = 1.97 mg/dl no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete.all available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 processing module for patient samples. The following data was provided (customer¿s reference range 1.6 - 2.6 mg/dl): initial result = 6.21 mg/dl, repeat = 1.97 mg/dl. No impact to patient management was reported.